Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Event log showed air detector port cover removed alarm messages. Use testing was performed. The air detector flex strip had a loose connection to the mpu board. The loosed flex circuit connection was corrected in service. The problem source is customer damaged/dropped.

Event description:
Information was received that the cadd prizm pump is alarming air dect port cover removed. No reported adverse effects.